Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use at the time of removal in the high care unit, the health professional attempted to withdraw the catheter after confirming drainage but encountered resistance. Upon removal, bleeding was observed. The patient was an elderly male, but there was no urethral stricture or like that.